Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during thromboendarterectomy (tea) procedure at an unknown date the patient suffered a third degree burn a the right sight of the bottom. It is planned to perform a skin transplantation to treat the burn. It was reported that the patient has a hip prosthesis, which may have contributed to the burn. No further information was provided but there was no report about a product malfunction.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to rrc on 2022/12/22). The evaluation/investigation at the rrc confirmed that the returned hf-generator is in standard condition. Furthermore, there were no reports of any malfunction of the hf generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. It is assumed that the patient is positioned on his/her right side. It is very likely that the burning can be traced back to the patient¿s position and the resulting fault currents which run via the operating table. The patient¿s hip prosthesis might facilitate these currents. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.